Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for normal generator replacement procedure. During the procedure, the right atrial lead exhibited high impedance and failure to capture. Sensing was normal. Fluoroscopy was performed and lead fracture was noted. No intervention was performed. The lead remained in use and the patient was discharged post procedure.